Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their numbers were scrolling while attempting to bolus. The customer also reported receiving a button error alarm. The customer's blood glucose was 256 mg/dl. Customer will be treating their blood glucose with a manual injection. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent up button response due to corroded keypad trace. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.